Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and possible pacemaker site infection.  The complete implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.